Event description:
Eighty hours after implantation of 3 drug eluting stents in the lad, the pt presented with acute anterior m.I.; at emergent angiography, the lad was occluded. This was re-opened with ptca of the lad. Acute m.I. Resulted.